Event description:
It was reported that when trying to remove thrombus from lower anastomosis the catheter balloon burst and the wire tip detached. Operation was performed and the tip was retrieved without permanent patient injury reported.